Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 426 mg/dl at the time of incident. Customer¿s other relevant blood glucose level was 358 mg/dl. Customer stated that they had sensor that leads to bleeding on insertion. Customer stated that the site was not actively bleeding. Customer declined to continue troubleshooting for site issue. Customer reported the difference between sensor glucose and blood glucose level was 157, however insulin delivery was not suspended. The insulin pump will not be returned for analysis.